Manufacturer narrative:
The manufacturer previously reported a device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. The device has been scrapped. This correction report is filed in order to correct the original report which was inadvertently missing information - no country of occurrence had been identified. This report corrects that to indicate the united states as the country of occurrence.

Manufacturer narrative:
H3 other text : evaluated by third party service center.

Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device was not in patient use. During the evaluation of the device, the third party service center visually inspected the device and found evidence of foam degradation. During the evaluation, foam particles were observed. The device has been scrapped.